Manufacturer narrative:
Concomitant medical products: product ID: vedr01, product type: ipg, implant date: (B)(6) 2009 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold. The rv lead remains in use. No patient complications have been reported as a result of this event.